Event description:
The customer reported via phone call that they were hospitalized on unknown date due to diabetic ketoacidosis. Treated with insulin drip. No further patient complications were reported. Troubleshooting was not performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the